Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42, which occurred three or more times with the current pump. There was no adverse impact to the customer's blood glucose level. To address the issue, a replacement pump was arranged by technical support while the customer planned to continue using their current pump as a backup to avoid any interruption in insulin delivery. Customer was instructed on how to place the pump in storage mode and was guided to return the faulty pump using a prepaid label within 10 days.